Event description:
During the inspection a collapsed ift (at23 cm) was found. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the light guide cable buckled and broken, the u/d & r/l pulley wire ruptured and the remote button cut; however, they are not the main cause, and/or irrelevant to the alleged complaint.